Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/05/2023, it was reported by a sales representative via email that an ar-300l (battery pack for ar-300 li-ion) exploded and was stuck in ar-300lbh (li-ion battery housing for ar-300). This was detected at an unspecified time on 05/05/2023 with no case involvement.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to environmental due to moisture intrusion. Per dfu-0223-eo revision 0, precautions: 6. The battery packs are not to be cleaned and disinfected in a thermo washer disinfector 9. Liquid on the battery and handpiece contacts may damage the device. Before connecting the battery housing, ensure the receptacles are clean and dry.

Manufacturer narrative:
The complaint allegation is not confirmed. Based on the images provided from the field, arthrex concluded a most likely cause. This failure can be attributed to misuse caused by a user mishandling, such as attempting to remove the stabmagnet d3x4 from its housing - or the use of excessive force. The failure mode of the complaint allegation is deduced to be rapid disassembly of the pack housing.